Event description:
It was reported that the patient was brought to the clinic after having experienced syncope. Upon interrogation, the atrial lead was sensing the qrs and when pacing aai, the lead captured the ventricle. These findings suggested that the atrial lead had dislodged and was in the ventricle. This was verified upon fluoroscopic visualization. The atrial lead had dropped to a low lateral position where it was sensing and pacing the ventricle. The physician did not allege that the syncope was due to the dislodged lead as it was uncertain if the syncope occurred before or after the dislodgement of the lead. Also, it was uncertain if the event was a mechanical failure vs. A true syncopal event that may have been due to an arrhythmia. The lead was repositioned and remains in use. No patient complications have been reported as a result.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Device: 5086mri implantable pacing lead (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.